Manufacturer narrative:
Operator of device and initial reporter are unknown. No information has been provided to date. Device evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a "no disposable alarm and missing cassette sensor" occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error in the event history log. The reported problem was duplicated. It was found that the down stream occlusion sensor nub was missing which caused the continuous alarm. The investigation showed that a defective/damaged downstream occlusion sensor nub was the cause of the reported problem. It was recommended to replace the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Product is beyond 17 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 11 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6500. Correction: h4: mfg. Date. 11-jan-2005.